Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_ext, serial# unknown, implanted: (B)(6) 2019, product type: extension. Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for parkinson's disease. After ins implant on (B)(6) 2019 the patient experienced local wound infection and phlogistic signs in operative wound post-procedure. The patient was hospitalized (B)(6) 2019 for venous antibiotic therapy with oxacillin/gentamicin. The event was probably related to right ins, study procedure and possibly related to right extension. Interventions included hospitalization and prolongation of hospitalization. The event was recovering/resolving. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the subject did not experience prolonged hospitalization. They were discharged from the hospital on (B)(6) 2019. It was further noted the extension was not related to the event.